Event description:
Medtronic received information that approximately nine years and three months post implant of a 12mm shelhigh conduit, the conduit was replaced with a non-medtronic pulmonary conduit. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).